Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion (pbd) as this ICD has depleted from 3 years down to 3 months battery remaining at current checked in a span of 6 months. Data analysis was requested and showed that there was no low voltage fault was triggered. However, the power consumption was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, this ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion (pbd) as this ICD has depleted from 3 years down to 3 months battery remaining at current checked in a span of 6 months. Data analysis was requested and showed that there was no low voltage fault was triggered. However, the power consumption was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. Additional information indicates that this ICD was explanted due to normal battery depletion (nbd).no additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was suspected of premature battery depletion (pbd) as this ICD has depleted from 3 years down to 3 months battery remaining at current checked in a span of 6 months. Data analysis was requested and showed that there was no low voltage fault was triggered. However, the power consumption was increasing in a gradual fashion which appeared to be consistent with capacitor degradation due to hydrogen gas content in the sealed device atmosphere. As of this time, this ICD was explanted and replaced. No additional adverse patient effects were reported.